Event description:
Event description guidant/crm received information that due to high thresholds and low r-waves in all positions, this selute picotip lead was removed and replaced with another manufacturer's lead. The implantable pulse generator was removed at the same procedure